Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported a network conflict error and the system rebooting. It was determined that the problem was related to the 2018 adt reboot issue. There was no patient incident.